Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized around (B)(6) 2017 due to low blood glucose. The customer stated that she woke up and her blood glucose was 68 mg/dl. She was about to have breakfast, gave a bolus and didn't eat because she got distracted. Her blood glucose bottomed out and then her brother called 911. Blood glucose at the time of the admission was 70 mg/dl. She was treated with food and sent home. The customer declined troubleshooting. The insulin pump will not be returned for analysis.